Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter e-mail: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j had issues with coring after withdrawing cisplatin. This occurred with 2 injectors during use. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that an fm inside the syringe was observed. The drug used is cisplatin." "The event was coring after withdrawing medication, so the type of the syringe is not related to the complaint... The foreign matter may be transferred into the petri dish (three petri dish were returned with the injectors)."

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j had issues with coring after withdrawing cisplatin. This occurred with 2 injectors during use. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that an fm inside the syringe was observed. The drug used is cisplatin." "The event was coring after withdrawing medication, so the type of the syringe is not related to the complaint... The foreign matter may be transferred into the petri dish (three petri dish were returned with the injectors)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-oct-2022. H6: investigation summary; two injectors connected to a syringe and two petri dishes were provided to our quality team for investigation. The product was visually inspected, no damage or defects were found on the injectors or injectors membranes. Products undergo visual and fictional inspections throughout manufacturing to ensure the quality and functionality of the device. As lot information for this incident was not available, a device history review could not be performed. During our inspection, a black particle was observed within one of the petri dishes. Characterization analysis was performed in order to identify the composition of the particle. Results found it was consistent with polyacrylic acid esters, a material that is not found within our products. Per the initial details, the drug used in this event was cisplatin. After reviewing the data sheet for this drug, it states, the following: cisplatin pharmacia 1 mg/ml concentrate for solution for infusion must be diluted before administration. The diluted solution should be administered by intravenous infusion only. Any material containing aluminum that may come into contact with cisplatin (intravenous infusion equipment, needles, catheters, syringes) should be avoided during administration. Based on the available information and sample evaluation, we cannot identify a root cause related to our product or manufacturing process at this time, it appears the drug that was used may have had a reaction with the syringe or another device that was used and may have come in contact with the medication. H3 other text : see h10.